Event description:
It was reported that pump displayed non-resettable malfunction message and stopped working, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty status, arranged shipment of replacement pump with updated software, and instructed customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then set up pump settings and reconnect continuous glucose monitor on replacement device.